Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a faulty transistor on main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. The pads and battery were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle and prompted an "error 6" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.